Event description:
The site contacted berlin heart on (B)(6) 2022 to report that the patient had elevated ldh levels, indicating that the patient had developed hemolysis. Hematuria was confirmed on (B)(6) 2022. No evidence of valve noises were reported. The pump was exchanged on (B)(6) 2022.

Manufacturer narrative:
The excor blood pump, s/n, (B)(4) on the patient at the time of the event was in use from (B)(6) 2021 until (B)(6) 2022 (315 days). We have reviewed the production records of the excor blood pump, s/n (B)(4) this pump was produced according to our specification.

Manufacturer narrative:
During initial visual examination of returned pump, reddish brown deposits in the membrane interstices were detected. The blood pump was tested for functional performance. The pump met its required function. During testing no abnormal noise was observed. The thickness profile of all valve leaflets is within production specification and the valves function as intended, both during production tests as well as during functional test in the analysis. No vibration was observed. Previous analysis has shown that the squeaking or chirping of a blood pump valve results from a vibration of the leaflets. In this case no squeaking sound could be observed during analysis and no vibration of the leaflets was observed. Therefore, no correlation between the pump and the increased hemolysis values of the patient could be determined. For further investigation, the blood pump was disassembled, and the membrane layers were examined individually. A leakage in the blood-side layer was detected. Membrane thickness of all three layers were remeasured. Thickness of the middle layer and the air-side layer was within specification at all defined points. However, in the area around the leakage and in one of the defined points, the thickness profile of the blood-side layer was found not to be homogeneous at the time of the re-measurement. The cause of the leakage in the blood-side layer was an inhomogeneity in the membrane thickness of this layer. If the thickness distribution across a single membrane layer is not homogeneous, there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this led to a leakage of the membrane at this location. Manufacturer has already implemented measures to reduce the occurrence of membrane defects.